Event description:
It was reported that while performing this procedure the pacing root was disabled. Later, additional information was provided to the bwi field representative stating that it was possible that some current was delivered to the patient and the customer was wondering if this was caused because of the fault with the catheter. Upon request, the physician provided additional information on the event. The physician was performing an ep case on a gentleman who had previously had pulmonary vein isolation (pvi) wide area circumferential ablation (waca) for paroxysmal atrial fibrillation (afib). The patient was having a re-do for persistent atrial tachycardia (at) with cl 255ms. It didn¿t look like ti dependent flutter but just to confirm this, the physician initially just went in with a st. Jude medical livewire (deca). The physician positioned this in the cs, ti, ra free wall and septum to establish that this was an left atrium flutter by entrainment. The physician states that he mentioned this because while he did not do anything massively aggressive, he didn¿t erode from his at with significant catheter repositioning or pacing at cj 240 from multiple sites. Event description to be continued under additional comments.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: smart touch unidirectional, model #: d-1336-02-s, lot #: 15872636m, this catheter has not been approved by us FDA and is not marketed in the us. Device evaluation is anticipated but has not yet begun; lasso, model #: lasso, lot #: unknown_lasso, product investigation will not be performed since the catheter was not returned for analysis. (B)(4). Event description continuation: the physician then proceeded to do an uncomplicated t/s and inserted a second t/s using a ¿buddy¿ technique. He inserted a lasso navigational catheter into the left atrium and it was resting in a stable mid-cavity site. The physician had also inserted an f curve irrigated smart touch unidirectional catheter. The physician¿s recollection is that this was still inside the sheath at the point of the event, but was not 100% sure. It may have been in the left atrium. As they connected all three cables, they lost surface ECG. The physician also noticed that the patient had flipped into atrial fibrillation. There was no trigger to this from the physician¿s point of view. There had been no catheter manipulation or aggressive pacing maneuvers. It was noticed that the switch occurred when the patient¿s ECG was lost. The physician was concerned for two reasons. First, the apparent ¿spike¿ occurred late coupled to local atrial activity (i.e. It is in the absolute refractory period). Second, it is a single spike, i.e. Not a drive train type signal. Given these two facts, the physician was concerned that there was some sort of a multipulse or ac type current that went in to the patient from the equipment. Since the rhythm switch occurred precisely synchronous to the ECG loss, there was an event at that point that caused the rhythm switch. The case was ultimately fully successful and there were no apparent sequelae for the patient. He did at one point while still attached to the carto 3 system complain of some central chest heaviness. There were no ECG changes, no skin burns and no further events. The physician concluded that this was coincidental. Upon request, the bwi field representative provided additional information on the event. The signal loss occurred only on the 12 leads of the body surface (bs) ECG¿s. It occurred on both the carto 3 system and the recording system at the same time. The physician was able to complete the procedure with the carto 3 system with the signal loss as the signals were restored. The procedure was completed successfully though the patient complained of chest discomfort post procedure. The patient¿s pain resolved almost immediately without treatment. There was no medical intervention. There was no known adverse effects to the patient. Not aware of any extended hospitalization. The procedure was completed successfully. The event was not life threatening. The outcome of the adverse event is that the patient fully recovered. The prognosis for the patient is the same as for any post rf patient. The causality of the adverse event was chest pain was possibly not related to the incident but a side effect of ablation. The causality was not bwi device related. The procedure was atrial fibrillation (afib).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that while performing this procedure the pacing root was disabled. After connecting the catheter to 20 pole b, the ECG signals disappeared on both systems carto and ep recording and an error 'pacing routing disabled' was displayed (maybe error 8). The patient interface unit (piu) was rebooted and the issue was solved. Error 8 - an error is detected in the stimulator routing hardware in the piu, according to c3 instruction for use required action to resolve the issue. Disconnect and re-connect power to the piu and wait a few minutes until the workstation connection with the piu is resumed. It was also noticed that the patient had flipped into atrial fibrillation (af). The issue was seen as an unexpected spike and this was suspected to having induced an af on the patient. The system was tested by the field service engineer. The system passed successfully. All the relevant tests passed including the safety test. The system was approved for clinical use. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.